Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had stuck button alarm and insulin pump was blank and insulin pump was beeping. Customer stated that they did not press a button down for 3 minutes or longer. Customer stated that insulin pump had scratches and sticker above the screen was peeled off. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Customer returned insulin pump for an alleged blank display, damage to the case and keypad alarm found on (B)(6) 2021. Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement, self test, displacement accuracy test. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specific range. Device was cut open to perform visual inspection and found moisture damage on the pcba 1 and harness assembly vibrator. All buttons function properly during test. However, moisture damage noted on keypad traces during visual inspection. In further full review of the the device history, found stuck key alarms on the event date of (B)(6) 2021 between the times of 19:33:11 and 20:07:18.test p-cap and reservoir locked properly into reservoir compartment during testing. The j1 connector on pcb1 was locked properly during visual inspection. The following were noted during visual inspection: cracked battery tube threads, cracked corner of belt clip rails, cracked battery tube, pillowing overlay and damaged display window cover. Blank display not confirmed. Cosmetic damage confirmed at the display window cover. Keypad unresponsive/button alarm not confirmed. Moisture damage confirmed at pcba 1 and harness assembly vibrator. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.